Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the mid-section of the stent was damaged with stent rows open slightly and a strut lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and midshaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-sep-2017. It was reported that crossing difficulties were encountered. The patient was admitted with acute myocardial infarction. Vascular access was obtained via the femoral artery. The 95% stenosed and 32x3.00mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a stent damage.